Event description:
The physician repositioned the subject coil several times due to the coil was larger size than the target vessel and the coil stretched. As the physician was attempting to remove the coil, the coil broke off inside the parent vessel. Additional coil was implanted to secure the broken coil against the vessel wall to prevent from migration. The procedure was aborted. Two weeks later the second procedure was performed to complete the aneurysm embolization. The patient was reportedly in stable condition.

Event description:
The physician repositioned the subject coil several times due to the coil was larger size than the target vessel and the coil stretched. As the physician was attempting to remove the coil, the coil broke off inside the parent vessel. Additional coil was implanted to secure the broken coil against the vessel wall to prevent from migration. The procedure was aborted. Two weeks later the second procedure was performed to complete the aneurysm embolization. The patient was reportedly in stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was implanted so was not available for evaluation. The event reports that the coil needed to be repositioned several times and during these maneuvers the coil stretched and broke. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. As per the additional information received, the anatomy was very tortuous. Based on the information available most likely that anatomical factors contributed to the reported event. Therefore, a root cause related to operational context has been assigned to this event due to the issue is associated with a product that meets design and manufacture specifications and was used according to the labeling but due to anatomical factors, performance was limited.

Manufacturer narrative:
The device remains implanted.